Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damaged keypad traces. No moisture damage was found under the lcd screen, electronic assembly, or motor. No blinking screen noted. The unit communicated properly with the minilink transmitter, sensor, and glucose sensor simulator. No unexpected lost sensor alarm was noted. The unit had cracked casing at a display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the buttons on his insulin pump became unresponsive after he was sweating after a bike ride; he noticed moisture on the screen. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer wore the pump next to his waist under his biking shorts, and sweated on the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.